Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an issue with occlusions. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin therapy.